Manufacturer narrative:
The device was not returned to mmdg, and therefore mmdg could not perform an investigation. A DHR was performed, and no issues or non-conformances were present. Because no investigation could be performed, mmdg has been unable to confirm the complaint. This report will be updated if any additional information is made available.

Event description:
The initial reporter stated that they had bags with multiple issues, including one administration set that "wouldn't stop flowing". Mmdg made multiple attempts to gather additional information about the complaint as well as the patients condition after the complaint, however, no additional information was made available. (B)(4).